Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016 at 4:50 p.m., the customer received the following results, with two different performa meters, within 10 minutes: 97 mg/dl (system 1) and 50 mg/dl (system 2). On (B)(6) 2016 at 6:40 a.m., the customer received the following results, with two different performa meters, within 10 minutes: 215 mg/dl (system 1) and 113 mg/dl (system 2). On (B)(6) 2016 at 8:52 a.m., the customer received the following results, with two different performa meters, within 10 minutes: 200 mg/dl (system 1) and 100 mg/dl (system 2). On (B)(6) 2016 at 12:05 p.m., the customer received the following results, with two different performa meters, within 10 minutes: 320 mg/dl (system 1) and 125 mg/dl (system 2). On (B)(6) 2016 at 4:35 p.m., the customer received the following results, with two different performa meters, within 10 minutes: 100 mg/dl (system 1) and 42 mg/dl (system 2). On (B)(6) 2016 at 6:55 a.m., the customer received the following results, with two different performa meters, within 10 minutes: 310 mg/dl (system 1) and 110 mg/dl (system 2). On (B)(6) 2016 at 8:40 a.m., the customer received the following results, with two different performa meters, within 10 minutes: 220 mg/dl (system 1) and 97 mg/dl (system 2). On (B)(6) 2016 at 11:59 a.m., the customer received the following results, with two different performa meters, within 10 minutes: 170 mg/dl (system 1) and 85 mg/dl (system 2). On (B)(6) 2016 at 4:27 p.m., the customer received the following results, with two different performa meters, within 10 minutes: 115 mg/dl (system 1) and 35 mg/dl (system 2). On (B)(6) 2016 at 2:04 a.m., the customer received the following results, with two different performa meters, within 10 minutes: 84 mg/dl (system 1) and 44 mg/dl (system 2). On (B)(6) 2016 at 8:45 a.m., the customer received the following results, with two different performa meters, within 10 minutes: 223 mg/dl (system 1) and 103 mg/dl (system 2). On (B)(6) 2016 at 11:43 a.m., the customer received the following results, with two different performa meters, within 10 minutes: 203 mg/dl (system 1) and 85 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. The test strip lot number was not provided. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.